Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning (leaflet grasping) associate with the difficult grasping was due to challenging patient anatomy (thick leaflets). The cause of the reported unintended movement (clip open - locked) associated with the apparent cowl could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a clip that opened while locked requiring an additional clip for stabilization. It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) and thick mitral leaflets for a mitraclip procedure. The first clip was placed medial on anterior 2 (a2) and posterior 2 (p2) leaflets, close to the commissure. The anatomy was challenging, and grasping was difficult due to the size of the posterior leaflet. Leaflet insertion assessment was completed. Upon deployment, the clip had opened while locked, in between completion of 'establish final arm angle' (efaa) and detachment from the clip delivery system (cds). Per the physician it was not fully understood why the clip had opened, but it was noted that the leaflets were thick. The clip was stable on both leaflets, but a mr jet was present lateral to the xtw. A second clip was implanted to provide stability to the first clip and further reduce the mr to grade 2-3. There were no adverse patient effects or clinically significant delay.